Event description:
It was reported that the "surgeon had the screw in and was using rod fork to persuade the rod into the screw when the screwhead popped off. He then removed rod and removed screw and replaced it."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.